Event description:
Customer had an issue involving questionable patient results on multiple assays (cholesterol, lipase, glucose,magnesium, uric acid). He provided thirteen results, the following three were erroneous: patient 1, initial lipase result was 1 u/l, repeat gave 28 u/l. Patient 2, initial lipase result was 1 u/l, repeat gave 15 u/l. Patient 3, initial magnesium result was 0.2 mg/dl, repeat gave 2.1 mg/dl. Erroneous results were not reported. Lipase reagent lot # was 14905800. Magnesium reagent lot # was 62061901. The field service representative found a weak seal in r2 syringe and replaced seals in the syringe. Customer ran calibration and qc which were acceptable.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.